Manufacturer narrative:
H3: a manufacturer representative went to the site to test the system. The power supply was replaced and then the system passed the system checkout. Product analysis#: (B)(4) 11:10:50 cst webmremotews sfdcmnav product analysis task update work order name : (B)(4) analysis summary text : action/resolution: found ps1 was at 5.03 vdc upon initial reading. Voltage was unstable and dropping below 5.0 vdc replaced ps1, verified system operation cable grade: a contact: (B)(6) demo/eval unit: false hardware p/f: pass imaging modalities p/f: pass inspection and operational tests p/f: pass instruments p/f: pass mechanical inspection p/f: pass record type: o2 system checkout (closed) software p/f: pass status: completed does the system perform as intended?: yes visually inspected parts prior to instal: pass were hardware parts replaced?: yes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
2021-02-17 00706794 (rep, hcp): medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the system was lagging and moving slowly between tasks. The site was unable to take a 3d spin so they rebooted. After rebooting they were able to take a spin as intended. At the end of the case a similar behavior occurred. Calibrations had been completed by the site this morning. There was no patient impact. There was a 5 minute delay. 2021-feb-24 e1 (rep): additional information was reported that the system was working as of 2021-feb-23.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot : unknown. H6: FDA codes were correct to accurately portray the system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant products: product ID: b i70002000-g30, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the system was lagging and moving slowly between tasks. The site was unable to take a 3d spin so they rebooted. After rebooting they were able to take a spin as intended. At the end of the case a similar behavior occurred. Calibrations had been completed by the site this morning. There was no patient impact. There was a 5 minute delay.